Event description:
It was reported the patient's ipg was inoperable. Reportedly, the patient¿s ipg had an increased frequency in charging. The ipg was subsequently explanted and replaced. Therapy was achieved post-operatively.